Event description:
It was reported that at an office visit, the patient's device was found to be showing ifi=yes and high impedance. The patient was referred for a full revision, and the device was not disabled. The physician did not suspect any trauma to the device or patient manipulation. No surgery has occurred to date. No further relevant information has been received to date.

Event description:
An implant card was received for the patient's full system replacement surgery due to the high impedance. Post-operation diagnostics showed that the new system was functioning as intended. The device was not to be returned as the facility stated they always discard explanted devices. No additional relevant information has been received to date.